Manufacturer narrative:
One opened probe was received for the report. However, the reported lot number was expired when the sample was received at the manufacturing site. Therefore, no product evaluation was performed due to the reported functional issue. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was returned and the device history record review of the lot number obtained from the device¿s radio frequency identification (rfid) tag indicated the product was processed and released according to the product¿s acceptable criteria. However, when the sample was received at the manufacturing site it was determined that the device was beyond its expiry date; therefore, a root cause was unable to be determined. No specific action with regard to this complaint was taken by the manufacturing location because the complaint sample exceeded its expiration date when the sample was received at the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure occurred during surgery. The procedure type was unknown. The condition of actuation and cutting was unknown. The procedure was completed by replacing the cassette with new one. There was no patient harm.